Manufacturer narrative:
This report is supplemented in the following fields: e2, e3, e4, g4, g7,h6 and h10. Event description: customer found crack in lid. The cause of the event cannot be conclusively determined. Possible causes include the lid was in contact with a scope when it was closed, or something hard impacted the lid. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. IFU(instructions for use) states: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The root cause can be attributed to user handling. Device history record review was performed and found no non-conformances that would cause the reported malfunction.

Manufacturer narrative:
Based on the onsite evaluation, the field service engineer was able to repair the equipment and the device was verified according to OEM instructions. The customer¿s complaint of cracked lid was confirmed. The lid along with lid labels were replaced. Software attributes have been verified and confirmed. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the device's lid had a crack and was unaware of the cause. There was no patient injury reported.